Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, at the start of tissue morcellation, the blade on the disposable hand piece stopped rotating and the lights began flickering on the display of motor drive unit. The surgeon did not have a second disposable hand piece. The procedure was converted to an open procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.